Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during ventricular threshold testing with this pacemaker, when loss of capture (loc) was observed during the test, a health care professional (hcp) hit the end test button on the programmer, however, the test didn't appear to end. The hcp attempted to hit the end test button a second time, however, the button was grayed out, so the hcp went to choose stat pace and mistakenly chose stat shock. Pacing inhibition for greater than 13 seconds was observed and the patient experienced lightheadedness. The local field representative contacted boston scientific technical services (ts) and inquired if placing a magnet over the device upon discovery of loc would end the threshold test. Ts discussed that magnet placement will not override the threshold test decrement. Additionally, it was noted that the patient's threshold was previously 0.6 volts, so the threshold testing was started at around 0.9 volts. It was reported that one of the patient's medications had been increased and was felt to have increased the threshold measurements. Ts and the hcp discussed that the starting output may have been to close to the patient's actual threshold, especially after the increase in medications. This product remains implanted and in service. No adverse patient effects were reported.